Event description:
It was reported that when using the bd pyxis¿ es server was not connecting and the remote smart service (rss) was offline. As a result, the customer was manually pulling medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not connecting. A technical support specialist (tss) had remotely accessed the medical enterprise services application server and observed a system notification indicating that the server had restarted for an unknown reason. The tss then reviewed the service status to confirm that all required services were running, accessed microsoft sql server management studio to perform a server downtime verification, confirmed that data processing was active and up to date, verified through the reporting database that extract, transform, and load jobs were running at regular intervals, checked the system uptime through the performance view, and reviewed system event records, which indicated that the server had rebooted unexpectedly without a proper shutdown. The system functioned after the technical support specialist troubleshot the device.